Manufacturer narrative:
Investigation summary: a batch history analysis was performed, quality notifications and maintenance records were verified where no records related to failure were found. The retain samples were analyzed and it was possible to identify a small deformity in the first thread of the luer lock (nozzle of the syringe). This deformity was causing the difficulty of coupling the equipment to the syringe. We evaluated the press and the mold and we found a gap in the mold rack assembly (device used to unload the nozzle from the syringe). The problem was corrected by replacing the screw which was causing the clearance in the rack assembly according to maintenance order (B)(4). CAPA (B)(4).

Event description:
It was reported that bd plastipak¿ syringes luer is damaged. The following information was provided by the initial reporter: eda / hemodynamic surgical teams are reporting that some units are coming with deviation in luer shape, there are resistance at the catheter connection that may present air in the arterial access or extravasation of medication. The batch was not informed at the time of some internal notification. The last used in hemodynamic procedure report lot: 8289581.

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ syringes luer is damaged. The following information was provided by the initial reporter: eda / hemodynamic surgical teams are reporting that some units are coming with deviation in luer shape, there are resistance at the catheter connection that may present air in the arterial access or extravasation of medication. The batch was not informed at the time of some internal notification. The last used in hemodynamic procedure report lot: 8289581. Information received by email on 5/8/2019: there was no damage to the patient/health professional. There was no need for medical or surgical intervention, the customer only did is change the syringe. There was no exposure of blood or chemotherapic to the skin.